Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer and remote manger failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and remote manager was failed. A field service engineer (fse) discovered that the remote manager latch was causing issues, leading to the station being powered down. Upon inspection, the latch was found to be old and inconsistent in operation. The latch assembly was replaced, and the hardware was rebooted and tested successfully. Application testing was attempted, but login credentials did not work for either the application or hta. Further inspection revealed physical damage to the wall port, and the customer contacted the appropriate department for repair. Additionally, the site lacked both back panel keys, having only the remote manager key. It was observed that the station¿s internet connection was unstable and dependent on the wall port¿s physical position. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had drawer and remote manger failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.